Event description:
It was reported that the insulin pump had intermittent keypad response. The customer stated that he had to press the esc key 15 to 20 times before it would respond. The blood glucose reading was 207 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened express bolus, esc, act and up button dome switch. No cosmetic damage was observed.